Manufacturer narrative:
(B)(4). The patient was reported to be morbidly obese with a body mass index: (B)(6). Per the special patient populations section of the perclose proglide device instructions for use the safety and effectiveness of the perclose proglide device has not been established in the patient populations who are morbidly obese with a body mass index greater than or equal to 40kg/m2. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure, pre-close placement of the sutures was achieved of a 6-french sized common femoral artery using two perclose proglide devices. The sutures were clamped to the side and serial dilatation of the access site was performed from 6-french up to 20-french. During insertion of the 20-french pevar procedure sheath resistance was encountered. During removal of the procedural sheath to identify the cause of the resistance, a part of the iliac artery was torn out. Emergent surgery was performed to repair the iliac artery. The proglide device sutures were found to be deployed correctly in the desired location. The sutures were removed and the vessel was surgically sutured to achieve hemostasis. The physician believed that the resistance inserting the procedural sheath was the result of abdominal pannus tissue being pressed and taped down over the iliac artery; the patient was reportedly morbidly obese. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.